Manufacturer narrative:
Per good faith effort (gfe) response received 27sep2024, the customer refused to have the device repaired. Therefore, it is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1210 "high tidal volume" alarm error occurred on a simulated lung test. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1210 "high tidal volume" alarm error occurred on a simulated lung test. The investigation is ongoing.